Event description:
During a meniscal repair using a fastfix 260 curved needle delivery system, it was reported that the second implant (t2) would not deploy. The suture was cut and the first implant (t1) from this device was left behind unsupported. Another fastfix device was used to complete the case. There was a five minute procedural delay. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported non-deployment of t2 cannot be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).